Event description:
It was reported that a user of the ilet bionic pancreas experienced frequent infusion set occlusion issues with contact detach sets, requiring changes every 1.5¿2 days, with recognition based on rising glucose rather than device alarms; the user expressed interest in longer teflon or 3-day inset alternatives and received troubleshooting and education with additional training scheduled. Symptoms included hyperglycemia with a reported maximum glucose of 220 mg/dl. Outcomes included no alerts or alarms and no medical intervention or hospitalization. Investigation included customer interview, device use history review, and troubleshooting guidance. Investigation of this case revealed no confirmed device malfunction and an unclear cause of hyperglycemia. It was concluded that the event was not confirmed as a reportable device failure and that user education and alternative infusion set options were recommended. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.